Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the guide wire was being passed through the introducer needle, the guide wire became stuck in the introducer needle and could not be advanced any further. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of difficulty passing the guide wire through the introducer needle was confirmed. One guide wire and one introducer needle with a blue hub were returned for evaluation. Upon visual examination of the guide wire, the j-bend is opened and there is a kink in the guide wire body near the proximal end. There are signs of use visible on the introducer needle. The guide wire measures 17.87" from end to end. The outside diameter (od) of the guide wire is 0.0243". Both measurements are within specification of 17.69- 18.06" and 0.0240- 0.0250" respectively per guide wire graphic. The kink in the guide wire is 1.18" from the proximal end. The needle cannula inside diameter (ID) is 0.026" per pin gauges. This is consistent with the cannula graphic. Functional testing was performed by passing the returned guide wire through the returned needle. There was no resistance felt during this testing. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Based upon the damage observed and the information provided, operational context caused or contributed to the event. No further action will be taken.